Manufacturer narrative:
H6: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irdiocorneal angles. The lens was intraoperatively removed and replaced for a shorter length lens and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
B5: due to excessive vault and significant reduction of iridocorneal angles, the lens was later exchanged for a shorter length lens and the problem was resolved. Claim# (B)(4).